Event description:
Received information regarding air bubbles in the patient line traveling to the infusion set tubing. Customer was able to remove the air bubbles. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Show new information become available, a follow up supplemental report will be submitted.